Event description:
Same case as MFR. Report # 2134265-2008-03399. It was reported that during a coronary drug-eluting stenting procedure for treatment on an in-stent restenosis, a stent dislodgement occurred. The greater than 50mm, 70% stenosed and non-calcified lesion was located in the 2.5mm to 2.75mm diameter mid left anterior descending (lad) artery. The ejection fraction was 47.7. It was not known which stent had been previously implanted. Access was obtained via an unspecified femoral artery. The lesion was pre-dilated with an unspecified 2.5mm x 12mm balloon. Immediately folowing pre-dilatation it was noted that the percent of the stenosis of the lesion had been reduced to 40%. The taxus liberte 2.50mm x 16mm stent delivery system (sds) was advanced, however, the catheter experienced difficulty advancing, and the stent dislodged from the delivery system. It was not known how the stent was removed. The lesion was again pre-dilated with a 2.75mm balloon and a taxus liberte 2.5mm x 24mm sds was advanced, however, the catheter was unable to be advanced to the lesion. The procedure was completed with another of the same device. The patient's status is reported as "stable".

Manufacturer narrative:
Visual examination of the returned device noted that no stent was attached to the delivery system. The stent was returned separately and was severely damaged and folded into a small ball. This measured approximately 4mm (l) x 3mm (h) x 2mm (w). The device was returned with the product mandrel inserted and stent balloon protector attached. A recommended size product mandrel was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped, and was not subjected to positive pressure. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.